Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.